Event description:
It was reported that the patient experienced discomfort at the device pocket, implant site. Pocket revision was performed, and the implanted implantable pulse generator (ipg) was repositioned to a submuscular position. Cultures were sent for infection analysis; there was no visual evidence of infection upon revision of the pocket. No further patient complications have been reported as a result of this event. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).